Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 ventilator indicating that alarms could not be silenced as the touchscreen was not working properly. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was swapped out for another ventilator. The biomedical engineer (bme) called technical support to report that alarms could not be silenced as the touchscreen was not working properly. The bme found that the touchscreen needed to be calibrated. After calibrating the touchscreen, the bme tested the touchscreen for functionality and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.